Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 11 of the bd plastipak¿ luer-lok¿ syringe experienced mixed products. The following information was provided by the initial reporter, translated from portuguese to english: we have 20ml disposable syringes with packaging stating luer-lok, but the content is slip.

Event description:
It was reported that 11 of the bd plastipak¿ luer-lok¿ syringe experienced mixed products. The following information was provided by the initial reporter, translated from portuguese to english: we have 20ml disposable syringes with packaging stating luer-lok, but the content is slip.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2290614; d4: medical device expiration date: 31-oct-2027; h4: device manufacture date: 17-oct-2022. D10: device available for eval yes, d10: returned to manufacturer on: 14-apr-2023. H6: investigation summary ten samples, photos, and video received by our quality team for investigation. Upon visual evaluation, it is observed the incorrect label was placed on the product. The batch produced in question 2290608 corresponds to the luer slip syringes (ls) batch, according to the product presented in the cavity, and the previously produced batch 2290614 corresponded to the batch of material syringe 20ml luer- lok (ll). A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Thirty two retention samples and twelve packaging paper were evaluated, no defects or issues observed. Based on the teams investigation, possible root cause is associated with excess material from the previous batch in the equipment, it may have been reused on some occasion during the production of the claimed batch. H3 other text : see h10.